Manufacturer narrative:
(B)(4) - no code available (therapy/non-surgical treatment, additional).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, while attempting mechanical lithotripsy, the catheter broke which left approximately 20-30cm of wire hanging out of the scope. The physician used a balloon to dilate the ampulla/distal bile duct and was able to remove the basket along with the entrapped stone. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear sheath had been pushed back for a length of 2 millimeters from the distal end of the coil assembly. Also, the device working length was found to be bent in multiple places. The basket assembly had detached from the coil and handle assembly and the basket tip remained attached to all four wires. Additionally, the pull wire had multiple bends and was broken 4.7 centimeters from the hypotube distal end. The condition of the returned incident device was consistent with the complaint incident that the catheter broke. During the evaluation, the basket tip was found to be attached to the basket wires. Therefore, the device failed prior to the basket tip detaching or the stone breaking up. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while attempting mechanical lithotripsy, the catheter broke which left approximately 20-30cm of wire hanging out of the scope. The physician used a balloon to dilate the ampulla/distal bile duct and was able to remove the basket along with the entrapped stone. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.